Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient received an intervention where two 40x40x107 valiant stent grafts were placed out of the migrated talent graft and successfully resolved the type I endoleak. Two grafts were used when the physician put the first valiant stent graft up and noted that if placing the stent graft just below the lowest renal artery there would not have been enough overlap in the existing talent stent graft. Therefore, the physician decided to place the first valiant just above the flow divider in the talent and then put second valiant stent graft out of that valiant proximal to the lowest renal artery. The patient is doing fine with no endoleak.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck at the renal arteries is 28 and 12 mm distal to renal artery the aortic neck is 37 mm in diameter. It was reported that a recent CT revealed there was distal migration of the stent graft with a type I endoleak. The cause of the event is disease progression resulting in aortic neck dilation. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.